Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced angina. The 26mm and 75% stenosed target lesion was located in the proximal left anterior descending coronary artery (lad). The reference vessel diameter was 3.5mm. The target lesion was predilated, and the 3.00x32mm taxus express2 stent was implanted resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and clopidogrel. Six days after the index procedure, the patient experienced angina. No treatment was provided and event was reported to be resolved 4 days after the onset with no residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.